Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. During DHR review, a work order was found to be associated with a CAPA, which was related to an incorrect valve size due to a mismatch ID tag. Incorrect valve size can result in pvl. However, further investigation confirmed valve sn (B)(6) was labelled correctly. Therefore, there was no product nonconformance associated with this valve. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial number (B)(6) from work order (B)(6) and revealed no other complaints relating to the complaint codes below.' As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 IFU was reviewed. Paravalvular leak is a known potential adverse event. Noted under potential adverse events, ''paravalvular or transvalvular leak''. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the device history review (DHR) did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. The reason for explanting the valve 3 years, 11 months, and 19 days post-implant was a progression of ascending aorta enlargement. As the sapien 3 bioprosthesis is seated in aortic annulus, the enlargement of aorta may have compromised the seal between the pvl skirt and target site, leading to the pvl. As such, available information suggests that patient factors (ascending aorta enlargement) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Device not returned.

Event description:
As reported to the implant patient registry (ipr), 3 years, 11 months, and 19 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted and a magna bioposthesis with thermafix process surgical aortic valve was implanted. The reason for explant was moderate pvl and enlargement of the ascending aorta, both of which required surgical intervention.